Manufacturer narrative:
Insulin pump received with scratched case, missing retainer ring, missing reservoir tube o-ring, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the retainer ring from reservoir compartment kept falling off. Customer's blood glucose was 3.8 mmol/l. Insulin pump would need to be replaced.